Manufacturer narrative:
It was reported that, during a thr, the central thread of a bhr curved cup introducer snapped upon impaction. There was no delay and patient was not harmed as a consequence of this issue. As of today, the instrument which was used in treatment, has not been returned for evaluation. A review of the historical complaints data for the bhr curved introducer was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product. And using part numbers to evaluate patterns of repeated failures or defects in a timeframe 12 months prior to the date in which the incident was reported. Other similar complaints were identified to involve this batch. Other similar complaints have been identified for the part number and the reported failure mode in this timeframe, and this failure will continue to be monitored. In the absence of the actual instrument, the production records were reviewed for the devices reportedly involved in this incident. The goods inwards inspection for a portion of this batch is not available. The record is incomplete and cannot be regenerated. However, all supporting documents confirm that this was an acceptable product when released. Corrective actions have already been raised issues around missing paperwork. The instruments were produced before corrective actions were implemented. A risk management review was performed. No additional risks were identified as result of the reported event. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic quality escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. Based on the information provided our investigation remains inconclusive and a definitive root cause cannot be determined. A specific factor known to contribute to the alleged fault is excessive force used during surgery whilst impacting the acetabular cup. If the instrument or additional information becomes available in the future, this case will be reopened. Based on this investigation the need for corrective and preventative action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr, the central thread of one (1) bhr curved cup introducer snapped upon impaction. There was no delay and patient was not harmed as a consequence of this issue.